Event description:
It was reported the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels (300-400 mg/dl) and diabetic ketoacidosis. Reportedly, the customers basal rate was set too low. Customer's health care professional adjusted basal rate and customer was released on (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T: slim user guide indicates, pump is to be used with individuals 12 years of age or greater, patient is (B)(6).